Event description:
Reported issue: the hcp failed to fire staple prior to use on patient.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 39 staples remaining in the cover block. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. A DHR review was performed with no evidence to suggest manufacturing related cause. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to address the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).the device history review for the product visistat 35r 6/box lot# 73b2200424 investigation did not show issues related to complaint.

Event description:
Reported issue: the hcp failed to fire staple prior to use on patient.